Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device cut, but did not staple. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Add'l lot# c4dt93.